Event description:
Pt had left tk put in (B)(6) 2010 by dr h. Pt complained of pain after surgery. Pt came to see dr (B)(6) to deal with his pain. Pts left knee became red and swollen. Dr (B)(6) removed fluid from pts knee in office 4 times in (B)(6) 2013. Fluid was brownish liquid. Nothing grew from the drainage. Dr. Opted to take to surgery to remove the knee components. Dr (B)(6) implanted all poly tibia and reused beaded femur after it was washed and re sterilized and used several batches of cement with 3 different antibiotics to help reduce assumed infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-600, lot alay, description: tri prim tib baseplate - cemented. Cat 5550-g-360, lot lbr170, description: tri symmetric x3 patella. Cat 5517-f-601, lot snkes1, description: tri p/a ca beaded #6l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Pt had left tk put in (B)(6) 2010 by dr (B)(6). Pt complained of pain after surgery. Pt came to see dr. E. To deal with his pain. Pts left knee became red and swollen. Dr e. Removed fluid from pts knee in office 4 times in (B)(6) 2013. Fluid was brownish liquid. Nothing grew from the drainage. Dr. Opted to take to surgery to remove the knee components. Dr e implanted all poly tibia and reused beaded femur after it was washed and re sterilized and used several batches of cement with 3 different antibiotics to help reduce assumed infection.